Manufacturer narrative:
Reference sr (B)(4). Resubmitting the MDR, the MDR was submitted to the FDA on (B)(6), 2018 but the transfer failed. Customer stated that tech was wheeling the portable unit and device started to tip. In compliance with 21cfr part 820.198- quality system regulations and natus quality management system, we initiated the investigation of the reported failure. The cause of the problem was identified as a deficiency in the manufacturing process at our supplier which resulted in failure of the weld. Following 21cfr part 806, natus has determined that field corrective action is required. The fca is in progress to fix all affected carts.

Event description:
The video extension sheared off where it joins to the cart.